Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: the 5076-52, lead implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had dislodged. The lead was found to have no capture, even at max output. The lead was revised and repositioned, remaining in use. No patient complications have been reported as a result of this event.